Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 5.3, re-test: 4.9. Re-test was done a few minutes after the first test using a different box of strips (same lot number). Customer concerned about these results because they are much high than the pt has had historically. Pt had no physical indications of having a high inr.

Manufacturer narrative:
Investigation pending.